Event description:
The affiliate stated the customer reported an elevated initial troponin I (access accutni) result, within the risk stratification, for one patient, involving the access® accutni assay used in conjunction with the unicel dxi 600 access immunoassay system and access accutni calibrator. An initial result of 0.100 ng/ml was obtained and released out of the laboratory. Subsequent analysis of the sample (in duplicate and un-centrifuged), on the same instrument, recovered lower results of 0.016 ng/ml and 0.020 ng/ml, within the normal reference range. An amended result of 0.016 ng/ml was issued to the hospital. There was no report of patient injury or change in patient treatment associated with this event. The patient¿s sample was collected in becton dickinson (bd) rapid serum clot tube and centrifuged at 4,800g (relative centrifugal force) for four minutes, at room temperature. No instrument issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.